Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against left side device. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed was opening on the device. Additional observations: white and brown particles observed outer in the surface. Observed broken plug strap side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation against left side device. Device has been explanted and replaced.